Event description:
Hospital personnel were attending to a pt in cardiac arrest. It was reported the device was initially being operated off the auxiliary power module. The first shock was delivered successfully, however on the second attempt at charging the defibrillator, the device lost power. The operator switched to battery operation and the device functioned properly during the remainder of the call. The pt was not resuscitated. The reporter stated the alleged malfunction did not cause or contribute to the pt's death. This opinion was based on the reporter's assessment of the pt's viability.